Event description:
It was reported that the peek implant broke in half while trying to be placed into the disc space. Reportedly, the implant might be impacted into too tight of a disc space. Both parts of the implant were removed with no complications. And another implant was implanted.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.